Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.

Event description:
It was reported that a procedure was delayed by 30 minutes because the post fossa pointer was bent and was off during registration in a craniotomy procedure. No additional anesthesia was required; an alternate pointer was used to completed the procedure. No adverse event was associated with the deice.

Event description:
It was reported that a procedure was delayed by 30 minutes because the post fossa pointer was bent and was off during registration in a craniotomy procedure. No additional anesthesia was required; an alternate pointer was used to completed the procedure. No adverse event was associated with the device.

Manufacturer narrative:
During the device inspection the bent tip of the pointer was identified as a probable cause of the report of the device not registering.